Event description:
The patient reported that their one touch ultra meter would not power on. Medical affairs specialist called and left a message for the patient, but they did not respond back to that call. A letter will be sent to them. They had initially reported that the meter was not working from just that morning and that it was working fine the night before. Since they were not feeling well (shaky and sweaty), they wanted to go to the hospital to have their blood checked. They had made an urgent care appointment for that afternoon. They were told over the phone to have juice to bring up their blood glucose level and than they felt better. It is unknown what the hospital meter result was and if they were given any treatment there. The patient had further stated that no trauma had occurred to the meter. The batteries are less than one year old, and the contacts are in good condition. They were using the correct test strips on the meter as well.